Event description:
Revision surgery - due to the patient experiencing shoulder pain; the shoulder may have been too tight. The surgeon replaced the monoblock stem and socket inserts.

Manufacturer narrative:
The reason for this revision surgery was to address a patient's shoulder pain after 6 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against a part from this lot. The root cause for the patient's pain was reported as the patient's anatomy; the joint being too tight. There are no indications of a product or process issue affecting implant safety or effectiveness.